Event description:
N/a.

Manufacturer narrative:
The hakim valve was not returned for evaluation (remains implanted) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: the ventricular catheter and valve inlet were detached. The part was reconnected and ligated. Correct catalogue number - 828806.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve was implanted in a patient with unknown date and setting. The ventricular catheter had disconnected from the valve connector. If a shunt drainage will not work as intended due to catheter disconnection a reconstruction or removal of the shunt might be performed.